Manufacturer narrative:
(B)(4). Meets specification no unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test and displacement test. Unable communicate blood glucose meter to verify blood glucose meter anomaly due to unresponsive button.

Event description:
The customer reported via phone call that she took her blood glucose and when attempting to send blood glucose reading over to insulin pump, meter was saying not connected. Customer's blood glucose level was 24 mg/dl. The insulin pump will be returned for analysis.